Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl or read ¿high¿ on the cgm. The customer resolved the issue by changing both the infusion set and cartridge, and resuming insulin.